Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to myopotential oversensing. The patient was hospitalized in order to evaluate the system in deep. While reviewing the system history it was found that another inappropriate shock was delivered five years prior. Noise was found in the primary vector as well. X-rays were performed in order to evaluate the system. Reprograming of the system was performed. This system remains in service. No further adverse patient effects were reported.